Event description:
It was reported, "at the time of irrigating the catheter through the red high power lumen with a 10 cc pre-filled syringe, the patient reports presenting pain, the arm is assessed at that moment, which was observed with edema and pain on palpation, it is requested the doctor performs a doppler echo thinking that the patient is suffering from a dvt, however after a few minutes we check the arm again and it is observed without edema and the patient no longer reports pain, so a rupture of the catheter is immediately suspected. It was decided to perform healing and extract 1 cm from the catheter. When we performed irrigation, leaking was observed in the catheter more or less 0.5 cm from the start of the catheter body. It is discussed with the doctor on duty and due to the patient's need it is decided to change the catheter. At the time of the catheter revision, no medication was being infused through the red lumen, at that time the white and gray lumens are not irrigated by medication drips. When carrying out the complete removal of the device, a second rupture is identified at the level of centimeter 20 of approximately 1 cm, in addition, irregularities are observed throughout its journey. No damage or injury presented to the patient. Action taken: discussed with the doctor on duty and due to the patient's need, it was decided to change the catheter. "

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr triple lumen powerpicc catheter. Usage residues were abundant throughout the sample. Bulging of the catheter was observed between the 22cm and 25cm depth markings. A longitudinally aligned split was observed between the 10cm and 12cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the red-luered lumen to be fully occluded. The white-luered lumen was patent to infusion with no observed leaks. Flushing the grey-luered lumen resulted in a spraying leak at the split site. The grey-luered lumen was fully occluded distal of the split. Microscopic inspection of the split revealed a granular fracture surface. Material discoloration and catheter wall thinning were observed in the vicinity of the split. Inspection of the distal end of the catheter revealed biological material and possible infusate residue occluding two of the three lumens. The catheter damage appeared consistent with material deformation and failure due to over-pressurization. The observed occlusions suggested that over-pressurization likely occurred due to flushing against blockages within the catheter lumens. Such occlusions may occur due to catheter maintenance techniques.

Event description:
It was reported, "at the time of irrigating the catheter through the red high power lumen with a 10 cc pre-filled syringe, the patient reports presenting pain, the arm is assessed at that moment, which was observed with edema and pain on palpation, it is requested the doctor performs a doppler echo thinking that the patient is suffering from a dvt, however after a few minutes we check the arm again and it is observed without edema and the patient no longer reports pain, so a rupture of the catheter is immediately suspected. It was decided to perform healing and extract 1 cm from the catheter. When we performed irrigation, leaking was observed in the catheter more or less 0.5 cm from the start of the catheter body. It is discussed with the doctor on duty and due to the patient's need it is decided to change the catheter. At the time of the catheter revision, no medication was being infused through the red lumen, at that time the white and gray lumens are not irrigated by medication drips. When carrying out the complete removal of the device, a second rupture is identified at the level of centimeter 20 of approximately 1 cm, in addition, irregularities are observed throughout its journey. No damage or injury presented to the patient. Action taken: discussed with the doctor on duty and due to the patient's need, it was decided to change the catheter. "